Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
It is reported that the hub of the cypher stent was cracked. The product was not used in the patient. The crack was noted during flushing. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was prepped according to IFU.